Event description:
A malfunction was reported with the pump, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed the critical level of 500 mg/dl, indicating no adverse impact. Customer support resolved the issue by arranging to send a replacement pump with updated software, and the customer was informed about the necessary steps, including using multiple daily injections as a backup therapy. The customer was advised on returning the defective pump and acknowledged all instructions given.